Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I 'm another one that has to have a hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I've gained a ton of weight") and experienced autoimmune disorder ("autoimmune issue") and urticaria ("hives"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, autoimmune disorder and urticaria outcome was unknown. The reporter considered autoimmune disorder, medical device removal, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: case become incident. Previously added adverse event nos was replaced with weight increased and new events: urticaria, medical device removal, autoimmune disorder was added. Reporter was added . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issue"), urticaria ("hives"), adnexa uteri pain ("ovary pain"), arthralgia ("joint pain"), crying ("crying over stupid crap"), night sweats ("night sweats"), hot flush ("hot flashes"), tooth loss ("lost two teeth"), skin disorder ("skin issues"), abdominal distension ("bloating"), polymenorrhoea ("period twice a month"), endometriosis ("endometriosis"), acne ("acne"), genital haemorrhage ("constantly bleeding"), medical device pain ("pain"), coital bleeding ("bleed after sex") and dyspareunia ("painful intercourse") and was found to have weight increased ("I've gained a ton of weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, urticaria, adnexa uteri pain, arthralgia, crying, night sweats, hot flush, tooth loss, skin disorder, abdominal distension, polymenorrhoea, endometriosis, acne, genital haemorrhage, medical device pain, coital bleeding and dyspareunia outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, arthralgia, autoimmune disorder, coital bleeding, crying, dyspareunia, endometriosis, genital haemorrhage, hot flush, medical device pain, night sweats, pelvic pain, polymenorrhoea, skin disorder, tooth loss, urticaria and weight increased to be related to essure. The reporter commented: patient had essure for 6 years. Concerning the injuries reported in this case, the following one/ones were reported via social media : arthralgia, pelvic pain. The following information was received from social media crying over stupid crap, night sweats, hot flashes, lost two teeth, hives, skin issues, weight gain, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events: painful intercourse and post-coital bleeding added. New reporter added. Event medical device removal deleted and surgery added to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issue"), urticaria ("hives"), adnexa uteri pain ("ovary pain"), arthralgia ("joint pain"), crying ("crying over stupid crap"), night sweats ("night sweats"), hot flush ("hot flashes"), tooth loss ("lost two teeth"), skin disorder ("skin issues"), abdominal distension ("bloating"), polymenorrhoea ("period twice a month"), endometriosis ("endometriosis"), acne ("acne"), genital haemorrhage ("constantly bleeding"), medical device pain ("pain"), coital bleeding ("bleed after sex") and dyspareunia ("painful intercourse") and was found to have weight increased ("I've gained a ton of weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, urticaria, adnexa uteri pain, arthralgia, crying, night sweats, hot flush, tooth loss, skin disorder, abdominal distension, polymenorrhoea, endometriosis, acne, genital haemorrhage, medical device pain, coital bleeding and dyspareunia outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, arthralgia, autoimmune disorder, coital bleeding, crying, dyspareunia, endometriosis, genital haemorrhage, hot flush, medical device pain, night sweats, pelvic pain, polymenorrhoea, skin disorder, tooth loss, urticaria and weight increased to be related to essure. The reporter commented: patient had essure for 6 years. Concerning the injuries reported in this case, the following one/ones were reported via social media : arthralgia, pelvic pain. The following information was received from social media crying over stupid crap, night sweats, hot flashes, lost two teeth, hives, skin issues, weight gain, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I 'm another one that has to have a hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I've gained a ton of weight") and experienced autoimmune disorder ("autoimmune issue"), urticaria ("hives"), adnexa uteri pain ("ovary pain"), arthralgia ("joint pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, urticaria, adnexa uteri pain, arthralgia and pelvic pain outcome was unknown and the weight increased had not resolved. The reporter considered adnexa uteri pain, arthralgia, autoimmune disorder, medical device removal, pelvic pain, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : arthralgia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: sm received : events added- arthralgia, pelvic pain. Reporter added. On (B)(6) 2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I 'm another one that has to have a hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I've gained a ton of weight") and experienced autoimmune disorder ("autoimmune issue"), urticaria ("hives"), adnexa uteri pain ("ovary pain"), arthralgia ("joint pain"), pelvic pain ("pelvic pain"), crying ("crying over stupid crap"), night sweats ("night sweats"), hot flush ("hot flashes"), tooth loss ("lost two teeth"), skin disorder ("skin issues"), abdominal distension ("bloating"), polymenorrhoea ("period twice a month"), endometriosis ("endometriosis"), acne ("acne"), genital haemorrhage ("constantly bleeding") and medical device pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, urticaria, adnexa uteri pain, arthralgia, pelvic pain, crying, night sweats, hot flush, tooth loss, skin disorder, abdominal distension, polymenorrhoea, endometriosis, acne, genital haemorrhage and medical device pain outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, acne, adnexa uteri pain, arthralgia, autoimmune disorder, crying, endometriosis, genital haemorrhage, hot flush, medical device pain, medical device removal, night sweats, pelvic pain, polymenorrhoea, skin disorder, tooth loss, urticaria and weight increased to be related to essure. The reporter commented: patient had essure for 6 years. Concerning the injuries reported in this case, the following one/ones were reported via social media : arthralgia, pelvic pain. The following information was received from social media crying over stupid crap, night sweats, hot flashes, lost two teeth, hives, skin issues, weight gain, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media comment received. New events " period twice a month, endometriosis, acne" and new reporter added. On 23-mar-2020: two new events, "constantly bleeding" and "pain" added. New social media reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I 'm another one that has to have a hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I've gained a ton of weight") and experienced autoimmune disorder ("autoimmune issue"), urticaria ("hives") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, urticaria and adnexa uteri pain outcome was unknown and the weight increased had not resolved. The reporter considered adnexa uteri pain, autoimmune disorder, medical device removal, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: ovary pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I 'm another one that has to have a hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I've gained a ton of weight") and experienced autoimmune disorder ("autoimmune issue") and urticaria ("hives"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder and urticaria outcome was unknown and the weight increased had not resolved. The reporter considered autoimmune disorder, medical device removal, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event outcome of weight increase were updated to not recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I 'm another one that has to have a hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I've gained a ton of weight") and experienced autoimmune disorder ("autoimmune issue"), urticaria ("hives"), adnexa uteri pain ("ovary pain"), arthralgia ("joint pain"), pelvic pain ("pelvic pain"), crying ("crying over stupid crap"), night sweats ("night sweats"), hot flush ("hot flashes"), tooth loss ("lost two teeth"), skin disorder ("skin issues") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, urticaria, adnexa uteri pain, arthralgia, pelvic pain, crying, night sweats, hot flush, tooth loss, skin disorder and abdominal distension outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, adnexa uteri pain, arthralgia, autoimmune disorder, crying, hot flush, medical device removal, night sweats, pelvic pain, skin disorder, tooth loss, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : arthralgia, pelvic pain. The following information was received from social media crying over stupid crap, night sweats, hot flashes, lost two teeth, hives, skin issues, weight gain, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- crying over stupid crap, night sweats, hot flashes. Reporter information were added. Follow up 8,9,10,11 processed together. On (B)(6)2020: social media received. Reporter information were added. On (B)(6)2020: social media received. Event added- lost two teeth. Reporter information were added. On (B)(6)2020: social media received. Event added- hives, skin issues, weight gain, bloating. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.